Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additional findings include: the front panel mouth was cracked, the top cover was rusted, the bottom chassis was rusted, the worn-out socket slider switch caused intermittent use of high intensity mode, dust was found on the scope socket, and corrosion inside the scope socket tubing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was giving a b30 error. The issue was found during preparation for use. There were no reports of patient harm.